Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported via medwatch (report no. Mw5041739) that on (B)(6) 2012, the patient was implanted with rh-bmp2/acs. 2 weeks post-op, the patient experienced dizzy spells, suffered falls and head injury from syncope. Other side effects also included slurred speech, burning sensation in left hip, tingling in the toes, problems with balancing, poor muscle coordination in hands and chronic pain. The patient reported that these negative side effects had affected his ability to work and perform daily activities of living. The patient was bedridden and constantly in pain.